Event description:
It was reported that, the fiber had been used for less than 10 times, and black spots were identified on the fiber tip. The procedure was completed with another fiber of same model. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a fracture in the fiber body. Microscopic examination identified the tip was degraded, and there was debris on the connector face. Functional testing found light was passing through the connector face. Therefore, the debris did not affect the functionality of the fiber. Functional testing also found the aiming beam was bright and round, and the fiber had been used for three treatments. Based on the information available, boston scientific concluded that the reported black spots on the fiber were not confirmed. However, analysis did identify a break in the fiber body. Therefore, the complaint is confirmed. It is likely that the fiber break occurred due to procedural handling and procedural conditions of the fiber during set-up or use.